Event description:
It was reported that the elective replacement indicator triggered earlier than expected for the device. The trigger was attributed to battery impedance. It was also reported that the p waves sensed by the right atrial (ra) lead were chronically low. The device was reprogrammed and later removed and replaced, while the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.